Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H6: component code: g07002: device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Was there any intraoperative concurrent use of other products? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Where was the surgicel used (on what tissue)? On what tissue was the suture used? How much surgicel was used during the procedure? How much surgiflo was used? Was the surgicel product left in place? Was the excess removed? Was surgiflo removed or left in the patient after hemostasis? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Were cultures performed? If yes, results? What is the surgeon¿s opinion of why the patient experienced an infection? Who was performing the wound dressing changes at home on the patient? Was it a licensed care practitioner. Please elaborate on the statement ¿constitution that is prone to rejection reactions¿ was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior open reduction, decompression, bone graft fusion, and internal fixation for lumbar spine fractures procedure under general anesthesia on (B)(6) 2025 and a barbed suture was used. During the outpatient follow-up one month after surgery, the supervising doctor found that the wound on the patient's waist and back had not healed properly. Upon further investigation of the patient's medical history, it was found that the patient had undergone wound dressing changes at home after discharge, which may have been due to improper procedures. Additionally, the patient has a constitution that is prone to rejection reactions, and the wound condition cannot rule out the possibility of absorbable hemostatic gauze, fluid gelatin rejection reaction, and infection. It is recommended that the patient be hospitalized for treatment. The patient was readmitted on the 36th day after surgery. On the 39th day after surgery, the patient underwent lumbar spine wound debridement, perfusion irrigation and drainage surgery. Visible changes in the wound surface show a linear reaction, with some tissues appearing grayish yellow. The doctor completely removed the original incision suture. The wound is now healed and discharged from the hospital. Additional information was requested.